Manufacturer narrative:
(B)(4). Explanted in (B)(6) 2018. Concomitant medical products: continuum tm shell clust, hxpe liner, trilogy bone screw, trilogy bone screw, trilogy bone screw, biolox delta head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04128, 0001822565-2018-04130, 0002648920-2018-00612, 0002648920-2018-00613 and 0002648920-2018-00614. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a stage I revision due to infection three months post initial surgery. All the implants were explanted and antibiotic spacers were implanted. However, no stage ii revision to implant permanent devices has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.